Event description:
During a dialysis treatment, there was an external blood leak at the arterial header. There was no pt injury or medical intervention.

Manufacturer narrative:
Co is unable to complete the investigation for the initial report submission. A follow up report will be submitted by 1/24/97.